Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for other chronic/intract pain (trunk/limbs). It was reported that the patient saw a power on reset (por) and therapy stopped. There were no trauma or falls that could be related and no medical tests or emi exposure. The por was informational. The patient was able to sync with the programmer and clear the por. It was noted that the issue was resolved.